Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a new insulin pump, she inserted the battery and the device was not working but during the call, the customer received a failed battery test alarm. Customer stated she changed the battery again without issues. Troubleshooting was not completed. Blood glucose value was 122 mg/dl. Customer declined assistance with programming the device. The insulin pump would not be replaced or returned for analysis.